Manufacturer narrative:
Hamilton medical ag requested further information. Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: "will not receive ac power, replaced board form 3210510, function check pass after board replacement " incident occurred before start-up, no patient was involved.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a defective power supply. In consequence (correction) the power management system was replaced. There was no patient or user harm reported.

Event description:
Hamilton medical ag received the following incident description: "will not receive ac power, replaced board form 3210510, function check pass after board replacement " incident occurred before start-up, no patient was involved.